Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that patient was experiencing inadequate pain relief. The patient underwent explant a spinal cord stimulation (scs) explant procedure. The explanted device components will not be returned.